Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a touch screen issue. It was noted that stylus was missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an issue with its touchscreen. The programmer was received into service. There was no patient involvement.